Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23, keypad/button unresponsive/button error, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1884l. Pump error 23 customer reported receiving pump error 23. Customer was able to clear error and complete rewind process. Pump was not recently placed in storage mode or without a battery for > 8 hours. Error has occurred more than once after a battery change. Keypad anomaly/stuck button alarm customer reported receiving a stuck button alarm after button was pressed continually for more than 3 minutes. Customer was able to clear alarm and buttons were responsive during call. Low/short battery lifetime customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on (B)(6) 2024 at 18:54:00.000, on (B)(6) 2024 at 12:02:00.000 and on (B)(6) 2024 at 19:27:00.000. Pump error 23 recorded on (B)(6) 2024 05:07:04.000. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Pump passed displacement test, self test and active current measurement. However, pump received with a high sleep current measurement. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. The keypad overlay was removed to perform visual inspection and found no physical or moisture damage. Pump was cut open to perform visual inspection and found moisture damage on the motor noted. Swapping out test boards confirms high sleep current measurement is isolated to pcba 1. The p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window/cover, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked case, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails and label damage (faded and stained) were noted during the visual inspection. Customer alleged for unexpected low battery alert confirmed in the pump history and pump received with a high sleep current measurement, problem isolated to the pcba 1. Charge/battery lasts less than expected was confirmed. Pump error 23 not confirmed during testing. Stuck button not confirmed during testing, however found in the history files on (B)(6) 2024. Exposed to moisture confirmed due to dried insulin on motor slide. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.